Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Reportedly, there was a blockage in the tubing. Ultimately, the customers blood glucose read ¿high¿ on the meter and had ketones. The customer went to the ER and received a dose of d10 and an insulin drip. Customer left the ER a few hours later in stable condition.